Manufacturer narrative:
The customer requested that a ge rep order and ship replacement batteries. The MFR's service rep shipped batteries to the customer. The system operates as intended.

Event description:
The customer reported that the 9600 system displayed a battery failure error message. No pt injury was reported.